Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed multiple abrasion marks along the lead. In particular the insulation in the distal end area was found worn through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The inspection of the available x-ray images showed that the lead was implanted with little slack. A slight constriction of the lead in the area of the ligature was noted. Further damages such as a bent fixation helix, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported after approx. 35 months implantation time, that oversensing was detected (ventricle channel). The lead was explanted.